Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse found the instrument was showing fast retention times (rt) around 0.63-0.65 (the acceptable range is 0.57 to 0.61 minutes, 0.59 is optimal), and high total area (ta) above 4000 (optimal range is 700 to 3000). Fse replaced the column and adjusted the flow rate, which resulted in the rt value within the acceptable range of 0.59 to 0.60 minutes, but the ta remained low. Fse observed the rotor and stator had grounded together inside the injection valve, partially closing the passageways in the rotor. Fse replaced both rotor and stator and ran quality controls (qc). The ta increased to 1000-1400, and the qc results were also within acceptable range. The g8 instrument was performing as intended. No further action is required. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event. A 13-month complaint history review and service history review for serial number 14565212 from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and application, under interpretation of results, provides guidance on the total area and chromatography. Paragraphs three to five state " results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual." Chapter 1 also states the following about retention time: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 3 assay operations, under detailed peak information, the optimal range for total area is 700 to 3000. The most probable cause of the reported event was due to occluded rotor passages from the rotor and stator grounding together.

Event description:
On (B)(6) 2017, the customer reported getting low total area (ta) with patient samples on the g8 instrument. (The total area optimal range is 700 to 3000). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c ((B)(6)). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.